Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the clinic for a routine device check. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing. The lead was explanted and replaced. The patient was stable prior, during and post procedure.